Event description:
2 stents per box. One was inserted but the other was not able to be used which required us to open another box of 2 stents to finish the procedure. Product has patient contact but no patient harm.